Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with usage of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Wu jh, yang k, liu q, yang sq, xu y. Combined usage of ho: yag laser with monopolar resectoscope in the treatment of bladder stone and bladder outlet obstruction. Pak j med sci. 2014 jul;30(4):908-13. Pmid: 25097543; pmcid: pmc4121724.

Event description:
It was reported to boston scientific (bsc) via an article published in the pakistan journal of medical sciences that a retrospective study was conducted. The aim of the study was to evaluate the effectiveness and safety of a novel method concerning spontaneous usage of both monopoplar transurethral resection of the prostate and holmium laser cystolithotripsy. Data from 109 patients who were treated from may 2005 to december 2013 that presented with benign prostatic hyperplasia (bph) and bladder stones was reviewed retrospectively. Two groups of patients were compared: group I was treated with combination of transurethral holmium laser cystolithotripsy (hlc) and transurethral resection of the prostate (turp) using the 24f resectoscope, and group ii used 22f cystoscope and 24f resectoscope for treating both these conditions. The procedures were done under a general or epidural anesthesia. The patients lied in a lithotomy position in all cases. In all the procedures the bladder stones were fragmented using a versapulse powersuite 100w. For the group I, a urethral catheter was inserted into the cutting loop channel of a non-bsc monopolar resectoscope. Then a 550 fiber was inserted into the working cavity through the catheter. Once the stone was fragmented, a boston scientific corporation urovac bladder evacuator was used. This was followed by turp with the same resectoscope. For the group ii, the procedures were applied with transurethral use of a non-bsc 22f cystoscope. Subsequently, turp was carried out. At the end of operation, a 22f foley catheter was left in the urethral and bladder. Stone fragments were removed completely and turp procedures were done successfully in all the patients. During the procedure, 7 patients from group I and 12 patients from group ii had mild hematuria. Patients in group ii experienced more frequent post-operative discomfort which consisted of burning on catheterization, bladder pain, and either dysuria or hematuria after catheter removal. No patients required a blood transfusion. Patients who had blood cultures with positive results were given antibiotics for 10-14 days postoperatively. Early complications related to the procedure were observed in 39 patients and consisted of postoperative hematuria in nineteen, urinary tract infection in fourteen, and clot retention in two. During the late follow-up, four patients had urethral stricture and showed decreased flow rates.

Event description:
It was reported to boston scientific (bsc) via an article published in the pakistan journal of medical sciences that a retrospective study was conducted. The aim of the study was to evaluate the effectiveness and safety of a novel method concerning spontaneous usage of both monopolar transurethral resection of the prostate and holmium laser cystolithotripsy. Data from 109 patients who were treated from may 2005 to december 2013 that presented with benign prostatic hyperplasia (bph) and bladder stones was reviewed retrospectively. Two groups of patients were compared: group I was treated with combination of transurethral holmium laser cystolithotripsy (hlc) and transurethral resection of the prostate (turp) using the 24f resectoscope, and group ii used 22f cystoscope and 24f resectoscope for treating both these conditions. The procedures were done under a general or epidural anesthesia. The patients lied in a lithotomy position in all cases. In all the procedures the bladder stones were fragmented using a versapulse powersuite 100w. For the group I, a urethral catheter was inserted into the cutting loop channel of a non-bsc monopolar resectoscope. Then a 550 fiber was inserted into the working cavity through the catheter. Once the stone was fragmented, a boston scientific corporation urovac bladder evacuator was used. This was followed by turp with the same resectoscope. For the group ii, the procedures were applied with transurethral use of a non-bsc 22f cystoscope. Subsequently, turp was carried out. At the end of operation, a 22f foley catheter was left in the urethral and bladder. Stone fragments were removed completely and turp procedures were done successfully in all the patients. During the procedure, 7 patients from group I and 12 patients from group ii had mild hematuria. Patients in group ii experienced more frequent post-operative discomfort which consisted of burning on catheterization, bladder pain, and either dysuria or hematuria after catheter removal. No patients required a blood transfusion. Patients who had blood cultures with positive results were given antibiotics for 10-14 days postoperatively. Early complications related to the procedure were observed in 39 patients and consisted of postoperative hematuria in nineteen, urinary tract infection in fourteen, and clot retention in two. During the late follow-up, four patients had urethral stricture and showed decreased flow rates.

Manufacturer narrative:
Wu jh, yang k, liu q, yang sq, xu y. Combined usage of ho:yag laser with monopolar resectoscope in the treatment of bladder stone and bladder outlet obstruction. Pak j med sci. 2014 jul;30(4):908-13. Pmid: 25097543; pmcid: pmc4121724.